Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient outcome was not reported. On an unreported date, dianeal therapy was discontinued. On an unknown date five months prior to receipt of this report, the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.